Event description:
The customer reported the ventilator is alarming vent inop/ motor fault. No patient involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacing the turbine fixed the reported issue. The carefusion failure analysis technician will evaluated the alleged failed part if it is returned to the manufacturer.